Event description:
Patient arrived to ep lab 1 from ed being transcutaneously paced by another manufacturer's device. When placed on lifepak defibrillator for transcutaneously pacing, the lifepak would not pace the patient. The patient needed to be placed back on the other manufacturer's device for pacing. Manufacturer response for defibrillator, lifepak (per site reporter). Awaiting response.